Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Event description:
On 3/12/2021 abbott was notified that on (B)(6) 2021 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 23.5 mmhg. Accurate readings were observed under the manufacturer's patient care network database.